Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by running the analyzer. While troubleshooting, fse found the arm was hitting the back of the cup drawer number one and sorter drawer piston was not working. The fse replaced the sorter drawer piston and resolved the complaint. Fse validated the analyzer by successfully performing daily check, and quality control run with results within acceptable range and not errors recurring. No further action required by field service. The aia-2000 analyzer is functioning as expected. Aia-2000 operator's manual on the appendix 4: error messages: (4055) sorter z-axis motor slippage detected. Cause: the each-limit sensor detected slippage after sorter z-axis movement. Solution: contact tosoh service center or local representatives. (0100) cup scan failure: cause: an error occurred in mechanism during cup scan. Measuring operation is suspended solution: open the test cup sorter door, inspect the interior, and then close the drawer. Measuring operation will then resume. The most probable cause of the reported event was due to failure of the sorter drawer piston.

Event description:
A customer reported error messages ¿4055 sorter z-axis motor slippage detected and 0100 cup scan failure¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delay reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.